Manufacturer narrative:
Report is being submitted past 30 day deadline based on retrospective review conducted on 6/27/2019.

Event description:
Metal shaving sheered off of screw during insertion. The shaving was removed and the screw left in place.